Event description:
During surgery when the surgeon drilled the fibula for bone transplantation with the drill, it broke.

Manufacturer narrative:
Method: analysis of labeling. Results: the breakage occurred while the drill was being used in the fibula of the pt's leg. The IFU, (B)(4), states "stryker spine instruments must be used in the manner described in the surgical techniques brochures provided by stryker spine". The reflex-hybrid surgical technique states that "the acp system are intended for anterior intervertebral screw fixation of the cervical spine from c2 to t1". Conclusion: the reported event relates to an off-label indication. The reflex-hybrid drill is intended for use in anterior intervertebral cervical fixation of the cervical spine from c2 - t1.